Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to post-paced t wave oversensing. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.

Event description:
New information received notes that post-paced t wave oversensing is still present on the device. Further programming changes were recommended.